Manufacturer narrative:
The device reference in this report was not returned to olympus for investigation, as the device has been discarded after removal. The user facility reported that the stent was intact and its appearance was unremarkable following removal. The stent had reportedly been placed correctly, but staff suggested that the device may have migrated due to compression at the distal end of the common bile duct. The cause of the user's report cannot conclusively be determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that a pt returned to the facility two months following stent implantation complaining of pain. Fluoroscopy was performed and the stent was noted to have migrated into the common bile duct (cbd). The pt underwent endoscopy, and stent was removed with the use of a stone extraction balloon. Bile duct drainage was confirmed following removal of the stent, and the clinicians determine no other stent needed. The pt was discharged the same day and is reportedly doing well.